Event description:
It was reported that when trying to use the bulb, for the first time, it would not work. Another bulb was used and worked fine. The unit displayed zero hours on the bulb.

Manufacturer narrative:
Add'l info will be provided once investigation is completed.